Manufacturer narrative:
(B)(4). Investigation summary the device was returned with the tissue pad damaged, melted, not all present, and with a portion not returned. The blade was returned with no damage, and not "broken off" as the customer reported. The device was connected to a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the device returned may have been the one used to complete the procedure and it not the device of issue. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the jaw was broken while cutting. Patient consequence was not reported.